Manufacturer narrative:
The insulin pump was monitored for 24 hours no failed battery test alarm noted and all operating currents are within specification. However, moisture damage was found on the keypad traces. No button error alarm during, no unexpected numbers ramping during our testing and all of the buttons are functioning properly. The insulin pump passed self test. The insulin pump has cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked battery tube threads and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the pump started alarming button error at night. Customer stated that the numbers started ramping up when they tried to deliver a bolus and then the pump alarmed. Customer stated that they inserted a new battery and were still receiving a button error alarm. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.